Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had questions about the pump since they had problems putting on the pump, experienced high blood glucose level of 600 mg/dl. The customer did not mention any symptoms, the customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began after eating a cheesecake for dinner that night. Did not contact their healthcare professional. Customer declined to troubleshoot for high readings. No further information given. Assisted customer with questions. The product was not returned for analysis.